Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Customer reported using admelog insulin. There was no adverse impact to the customer's blood glucose level.